Manufacturer narrative:
Article citation: lammli et al. Stand-alone anterior lumbar interbody fusion for degenerative disc disease of the lumbar spine: results with a two year follow up. Spine. Doi: 10.1097/brs.0000000000000393. Mean age 43 ± 10 years; 69 females, 49 males. Mean weight 180.2 ± 39.6 pounds. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a literature publication that the authors conducted a retrospective chart review of a consecutive series of patients diagnosed with degenerative disc disease between l4 and s1, treated with stand alone anterior lumbar interbody fusion (alif, either one or two-level) and use of rhbmp-2 for bony fusion with instrumented fixation. A 118 patients met inclusion criteria.the procedure used the following: an anterior plate with 4 screws (atb plate), an integrated cage/plate device with 4 screws (synfix-lr), and/or an interbody cage/spacer (either synthes peek cage, synthes bp lordotic cage, ar spacer, or fra synthes distract), one or two sponges of rhbmp-2, and autograft. No patients experienced intra-operative or major complications. Two patients were treated for hematoma post-op.